Event description:
It was reported the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed on a moderately tortuous, severely calcified, 99% stenosed lesion. Upon completion of the procedure when the rotapro burr and rotawire were removed from the patient, it was noticed that the burr and the guidewire had become stuck together. The devices were completely removed from the patient together. The procedure was already successfully completed using these devices, and no patient complications resulted due to this event.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotapro atherectomy system. The burr catheter was attached to the advancer unit, when received. The rotawire used in the procedure was returned (through related complaint) within the rotapro device. The returned wire was able to be removed with no resistance or issues. The advancer, handshake connections, sheath, coil, burr, and annulus were visually and microscopically examined. Inspection of the device presented no damage or irregularities. The wire used in the procedure was returned for analysis, so functional testing was completed with the returned rotawire. The wire was able to be inserted into the burr and advanced through the advancer with no resistance or issues. Product analysis did not confirm the reported event, as there was no damage to the device and the wire was able to be inserted into the burr and advanced through the advancer with no resistance or issues.

Event description:
It was reported the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed on a moderately tortuous, severely calcified, 99% stenosed lesion. Upon completion of the procedure when the rotapro burr and rotawire were removed from the patient, it was noticed that the burr and the guidewire had become stuck together. The devices were completely removed from the patient together. The procedure was already successfully completed using these devices, and no patient complications resulted due to this event.